Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and stated that their quality controls were within acceptable range. Level 3 quality control was flagged with abnormal assay flag on the day discordant result was obtained. The customer did not repeat level 3 quality control after observing an error flag on the result. The patient sample was not flagged and the blanks and chromes were acceptable. The system check passed on the day discordant result was obtained. The read 1 optics were high and noisy. A siemens headquarters support center (hsc) specialist reviewed the instrument data and verified that the read 1 was out of specification. The hsc specialist recommended that the lamp should be replaced as the standard deviations were high and the cuvette windows should be cleaned. The chrome standard deviations were high, hence, the hsc specialist recommended that the reagent 2 ultrasonics be checked and probe tip should be replaced. The ccc specialist stated that the customer replaced and aligned the source lamp on (B)(6) 2017 and the instrument data from (B)(6) 2017 showed acceptable standard deviations. The instrument data from (B)(6) 2017 also showed foaming and undermix. The cuvette windows were fully seated and there were no cuvette errors. A siemens customer service engineer (cse) was dispatched to the customer site. The cse identified that the issue was caused by reagent 2 foaming due to misalignment of the reagent 2 probe. The cse replaced and aligned the reagent 2 probe and the issue resolved. The hsc specialist concluded that the cause of the discordant, falsely low tpsa result on one patient sample was consistent with reagent 2 foaming. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low total prostate specific antigen (tpsa) result was obtained on one patient sample on a dimension exl with lm instrument. The initial result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher and matching the patient's historical result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low tpsa result.